Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. During preparation of the 3.50x20mm veriflex stent the physician noticed the stent was flared away from the balloon at the distal tip. The procedure was completed with another 3.50x20mm veriflex stent. No patient complications were reported and the patient's status is okay.